Event description:
The user thought some of the pt ise values were wrong so he retested them on the other cobas 6000 analyzer (B) (4). Of the data provided, three pt sodium results were found to be discrepant. Sample 1 initial result was 120 mmol per l, repeat result was 130 mmol per l. Sample 2 initial result was 127 mmol per l, repeat result was 139 mmol per l. Sample 3 initial result was 129 mmol per l, repeat result was 141 mmol per l. The discrepant results were reported. No pts were adversely affected. The user changed all the ise fluids, internal standard, reference and diluent. Follow up with the user confirmed the issue was resolved and there were no further problems.